Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to multiple device unrelated infections in the middle ear (chronic suppurative otitis media), which did not spread to the implant site. Additionally, the recipient was reportedly a non-user. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. Further the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site and damage to the active electrode, likely caused by device minute mobility. Other mechanical damages found are attributable to the removal surgery. This is a combined initial and final report.

Event description:
According to the doctor, the user experienced multiple infections in the middle ear, and there were concerns regarding the potential for meningitis. No meningitis occurred and the infection has not spread to the implant site. The doctor also mentioned that the user was not utilizing the device and did therefore not have any benefit from the device. The user has been explanted.